Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the customer's complaint of "incompletely sealed package" was not confirmed. The qd8-5b packaged cutter was examined by a packaging engineer who examined all of the returned cutter packs under a microscope and performed a leakage dye test on the most suspect package. The seals were intact and the sterile barrier was not breached. The condition of the cutter packaging was most likely due to handling and storage issues ast the customer site. If additional info becomes available, a supplemental report will be sent.

Event description:
Report received from (B)(6) stating that the device had an incompletely sealed package. It is unk if the device was used in surgery. It is unk if there was pt/user injury or medical intervention. The date of event is unk. There was no additional info provided.